Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks during several episodes, likely due to low signal amplitudes and interference from non-boston scientific biventricular pacemaker. The s-ICD system remains in service. No additional adverse patient effects were reported.